Event description:
On 12/4/92 a 73 year old female was admitted with a cheif complaint of chesst pain. Work-up revealed severe anemia and on 12/9/92 she was brought to the endoscopy suite for endoscopic evaluation.colonoscopy was initially begun with an olympus video colonoscope, but, was interrupted five minutes after procedure began because of optic failure. The scope was withdrawn and a pentax colonoscope was then inserted. A friable (r) colon with multiple telangiectases were identified. Cautery was applied to the telangiectases with a circom acmi bicap therapuetic cautery system. The procedure was atraumatic and tolerated well by patient. Several hours later, the patient complained of gas pain, bowel sounds decreased and her abdomen became distended and tympanitic. Exploratory laparotomy, performed approximately twenty hours post colonoscopy revealed a (r) colon perforation with retroperitoneal abscesses in the area of the ascending colon and cecal gangrene. A (r) hemicolectomy was performed and the pathology report revealed acute and chronic colitis with necrosis of the intestinal wall with a microscopic perforation in the ascending colon.the colonoscope and cautery unit acmi bicap therapeutic system were inspected and tested electronically, mechanically and for performance per product instruction manuals by this facilitys biomedical engineering department. All tests were (-) for defects or deficiences. In conclusion it appears that hte patients diseased, friable colon increased the risk for this unfortunate event. No equipment defect/malfunction or deviation from standard practice of practice of patient care rendered by the physician or hospital staff were found to have occurred. At the present time, the patient is stable and remains hospitalized, being monitored for her presenting cardiac dysfunctiondevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.